Event description:
It was reported that during pt care, platform delivered 4 compressions and stopped. A second battery was used and the same problem occurred. Medics reverted to manual CPR at this point. Customer notes that roughly 7 minutes later, the pt died. Pt was being treated for cardiac arrest. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.